Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient is deceased. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
A post-operative patient outcome issue was reported to abbott. The patient passed away 10 days after implantation. The outcome is more commonly associated with anesthesia related issues and was not attributed to implanted devices. Additionally, the device history record of the ipg was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The scs system was not returned for evaluation or disposal. Based on the information received, the ipg was not found to have contributed to the post-operative issue encountered.